Event description:
It was reported that an integrated apd set w/cassette leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis (pd) therapy. New supplies were used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) actual samples were received for evaluation. A visual inspection with the naked eye noted different holes along the patient line of the each sample. The samples were functionally tested on an in-lab cycler which detected air due to the holes in the patient line. The reported condition was verified. The cause of the holes could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: change to the manufacturing date of 3/10/2022 (submitted in initial report). Only one (1) actual sample was returned for evaluation. The sample quantity previously submitted was three (3). Sample evaluation results apply to a single sample received. Should additional relevant information become available, a supplemental report will be submitted.